Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 800i clinical chemistry analyzer and replaced the mixer motors, the syringe drive shaft and the sample probe to resolve the issue. The fse cleaned the urea module and mixer bar along with aligned the cups, the sensor, and the lamp. Fse performed calibration, precision test and control, which all passed. The fse verified the analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for total protein, albumin, blood urea nitrogen, sodium, glucose and creatinine due to initial rate low on their dxc 800i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.